Event description:
It was reported that a balloon rupture occurred. A16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at low inflation pressures. The procedure was completed with a 14 mm xxl balloon catheter. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in non-tortuous and non-calcified bilateral iliac veins. During the second inflation at or below nominal pressure, the balloon ruptured. It was determined that patient anatomy did not contribute to the reported event. Additionally, patient factors and procedural factors were not found to have contributed to the incident.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. A16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at low inflation pressures. The procedure was completed with a 14 mm xxl balloon catheter. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in non-tortuous and non-calcified bilateral iliac veins. During the second inflation at or below nominal pressure, the balloon ruptured. It was determined that patient anatomy did not contribute to the reported event. Additionally, patient factors and procedural factors were not found to have contributed to the incident.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at low inflation pressures. The procedure was completed with a 14 mm xxl balloon catheter. There were no patient complications as a result of this event.